Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been attempting to put the device into MRI mode a couple of days prior to (B)(6) 2016 and before (B)(6) 2016. Since those communications the patient had been unable to interrogate the stimulator. The rep met with the patient on (B)(6) 2016 and they were unable to communicate with the physician programmer, recharger, and patient programmer. The patient's last successful recharge was on (B)(6) 2016 per the recharger's recharging statistics. The rep was to perform a physician recharge mode (prm) with the patient to attempt to pull the battery out of overdischarge. Additional information was received from the rep. It was reported that the rep spoke with a technologist who explained that on (B)(6) 2016, the patient went into the MRI machine which was a 1.2 tesla machine. The patient felt discomfort and pushed the button to stop the MRI. The patient then left the facility and was informed to follow-up if he had any issues. The rep had determined that the patient's battery was in an overdischarged stated but they did not do the prm to pull it out of overdischarge prior to the patient going in for the MRI. The rep thought there wouldn't be any issues because the device was off. The technologist had the manufacturer's MRI guidelines but figured that 1.2 telsa would be fine for the device. The rep was going to contact the patient on (B)(6) 2016 to see if he was alright. Additional information was received from the patient. It was reported that many attempts were taken to contact the patient to meet and resolve the overdischarge, however, the patient had not returned any calls as of (B)(6) 2016. The rep spoke to doctors at the clinic and they were trying to contact the patient to organize an appointment. It was noted that the discomfort had resolve the MRI stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.